Event description:
Healthcare professional reported right side deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 29, 2025, with lot number 2133080. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.